Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge® balloon catheter was advanced for dilatation. When the physician inflated the balloon in the stent site, the balloon appeared as a dog bone. The device was removed and the balloon was inflated outside of the patient's body; however, the balloon was inflated as dog bone and subsequently ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen (shaft) and inflation lumen (shaft). The balloon, hypotube, proximal weld, inner and outer shaft were microscopically inspected. Inspection revealed balloon damage (bunching) at the distal end of the balloon, a kink in the inner shaft (lumen) located 21mm from the tip, outer shaft damage (shaft stretched and expanded for 7mm) with a burst in the outer material that is 6 mm in length. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. When the physician inflated the balloon in the stent site, the balloon appeared as a dog bone. The device was removed and the balloon was inflated outside of the patient's body; however, the balloon was inflated as dog bone and subsequently ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.